Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. G2: foreign country - japan h3, h6: the 9731780 clamp, lot 180419 was returned for evaluation. Analysis found physical damage. The returned clamp was missing the cylinder receptacle, rendering it unusable. Codes b01, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that there was an open spine clamp fixation failure. Even though the screw was turned, the clamp did not tighten. The procedure was completed using the navigation/image system. This issue caused less than 1hour surgical delay. There was no reported impact on patient outcome.